Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the devices, and the reported condition was confirmed. A broken cutter was examined under a microscope, and it was observed to have an angular fracture. The cutter had bone debris and tissue loaded in the flutes, and there were also indications that the bur came into contact with the back post of the craniotome attachment. It was concluded that the fracture was caused by cutting too aggressively without sufficient irrigation (as evidenced by the debris loading in the flutes) and forcing the bur into the post of the craniotome. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 5 of 5. Report received from (B)(6) stating that device tip broke during surgery. The device was being used in surgery. There was no injury reported. It is unknown if delay or medical intervention occurred. There is no additional info available.